Manufacturer narrative:
Additional information was provided in sections d.4, e.1, h.6 and h.11. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. There was no product returned for testing on this investigation. However, the company representative present at the site confirmed and replicated the reported event. Through this investigation, it was found that when laser key is turned off, software mechanism does not send updated laser status data until the laser key is turned back on. The root cause of the reported event is attributed to software. An internal investigation was opened to address this issue. Surgical systems are verified to meet specifications after installation and customer-initiated servicing. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The root cause of the reported event is attributed to software. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that before a cataract surgery, in an ophthalmic system, laser step and low pressure icon appeared. The procedure was completed and patient impact was not provided.